Manufacturer narrative:
This report contains additional information in section b5 describe event or problem, h6 impact codes and h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high threshold values. Upon review, it was suspected that there could be rv lead dislodgement. Patient was going to confirm via x-ray and update the physician. This rv lead currently remains in service. No adverse patient effects were reported.additional information received, indicated that the lead was micro-dislodged and successfully revised. No additional patient adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high threshold values. Upon review, it was suspected that there could be rv lead dislodgement. Patient was going to confirm via x-ray and update the physician. This rv lead currently remains in service. No adverse patient effects were reported.